Event description:
Reportedly, the instrument did not cut properly and the anvil was difficult to remove from the tissue after stapling. The anastomsis did not hold and a new lower anastomosis was performed with another instrument. Procedure: colon resection.